Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout and crystal inside control body. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: contact of the electrical base was not good which caused image blackout. However, the most probable cause for crystal inside control body could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had no image displayed and appeared intermittently. This issue occurred during reprocessing. There were no reports of patient involvement.